Event description:
It was reported, "the pt was revised for pain and laxity. Tibial insert thickness was increased from 11mm to 19mm."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.